Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of suspected to be depleting prematurely, with high out of range shock impedances on the right ventricular (rv) lead. A request was made to have data from this device analyzed. Data analysis found this pacemaker to have normal battery depletion. The high out of range pacing impedances were confirmed on the rv lead, and technical services (ts) provided troubleshooting options. No adverse patient effects were reported. Additional information was received. A shock impedance test was performed for additional troubleshooting. Device data sent to ts for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of suspected to be depleting prematurely, with high out of range shock impedances on the right ventricular (rv) lead. A request was made to have data from this device analyzed. Data analysis found this pacemaker to have normal battery depletion. The high out of range pacing impedances were confirmed on the rv lead, and technical services (ts) provided troubleshooting options. No adverse patient effects were reported. Additional information was received. A shock impedance test was performed for additional troubleshooting. Device data sent to ts for analysis. No additional adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.